Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 was not on bus. A field service engineer (fse) found several cubies scattered throughout the drawer that were not showing up at all. A general inspection and refreshing of all the cable connections did not correct the issue. Though there was some debris on some of the row boards, there was nothing that was causing the randomness to the pockets, not being available. After the fse opted to replace the drawer controller to correct the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.2 was constantly failing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.